Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report.(B)(4). The suspect device was evaluated and repaired on-site by carefusion field service representative. It is unknown at this time if the components will be returned for evaluation in carefusion's failure analysis lab.

Event description:
Carefusion (cfn) field service representative (fsr) was on-site for another unit, when the fsr found a unit with a note stating "xdcr (transducer) fault error. Cfn fsr was able to duplicate the problem. Cfn fsr reported the unit was auto-cycling and found the flow sensor tube was being pinched when the exhalation valve cover is closed. Cfn fsr reported resolving the issue by straightening the flow sensor to prevent pinching and ran the suspect device for approximately two hours. Cfn fsr performed uvt (user verification test), and the unit was working satisfactorily. The issue occurred during pre-use testing, and there are no known reports of patient involvement.